Event description:
Consumer stated the snore guard fell apart the second time he tried to fit it. The guard lasted 4 nights. He stated it didn't break, but it pulled apart. Later he said that one of the blue pieces came off completely. He boiled it twice. The guard was not returned.